Manufacturer narrative:
D2b: additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported that during use of the bd max¿ enteric viral panel, a false positive adenovirus patient result was obtained. Sample was repeated on max and was adenovirus negative. There was no report of patient impact.

Event description:
Report 1 of 2: it was reported that during use of the bd max¿ enteric viral panel, a false positive adenovirus patient result was obtained. Sample was repeated on max and was adenovirus negative. There was no report of patient impact.

Manufacturer narrative:
After further evaluation, the previous MFR report # 3007420875-2025-00026 was submitted against wrong product. This report is to be replaced by MFR report # 1119779-2025-00334.